Event description:
It was reported that the zimmer electric dermatome was tearing the skin. Additional clinical f/u with the customer indicated that an unplanned donor site harvest was required. The additional harvest was completed with an alternate dermatome which increased the surgical time of the pt while under general anesthesia by 30 - 45 mins.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.